Manufacturer narrative:
H10: per good faith effort (gfe) response received on (B)(6) 2023, it was confirmed by the field service engineer (fse) after evaluating the device, the reported problem could not be duplicated, no fault found. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit prompted a 35v power supply failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It is recommended to check the power management board. Suggested spare parts for the power management (pm) printed circuit board assembly (pcba).